Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported, that the pump battery could not be charged. No backup currently available. Caller will reach out to hcp. Customer's blood glucose was 220 mg/dl.